Manufacturer narrative:
G4: 10feb2020 b4: (B)(6). Parts were returned to the manufacturer for failure investigation (fi). The ui pcba (user interface printed circuit board assembly) was tested and no failures were identified. The oxygen concentration accuracy test failure could not be verified. No fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. The power switch overlay assembly was returned for power led failure evaluation it was determined that the power on (green) led (light emitting diode) detached from the trace not making contact on the power switch overlay created the power on (green) led not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12feb2020 b4:(B)(6) 2020. The power switch overlay assembly was returned for power led failure evaluation it was determined that the power on (green) led (light emitting diode) detached from the trace not making contact on the power switch overlay created the power on (green) led not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
PMA/510k : 20dec2019; date of report : 23dec2019. The manufacturer's international service technician evaluated the device again and could not confirm the reported issue. However, the user interface board was replaced as a preventative measure. Since the power led went off by vibration, the power switch overlay was replaced. Since the measured value was out of the allowable range at flow test, the flow sensor assembly was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 05 dec 2019. No part returned for evaluation. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
The customer reported that the power occasionally turned on by itself, and didn't turn off by the power button being pressed. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 07nov2019. Device evaluation information was received. Additional issues were discovered during servicing. The customer reported that the power occasionally turned on by itself, and didn't turn off by the power button being pressed. During servicing, the unit did not pass the oxygen concentration accuracy test, and had a power light emitting diode (led) failure. The manufacturer's field service engineer (fse) performed troubleshooting. The fse performed operational checks and confirmed the reported issue. The fse recommended the replacement of the user interface (ui) board. The fse performed the oxygen concentration accuracy test and confirmed that the measured value was out of specification. The fse recommended the replacement of the flow sensor assembly. The fse confirmed that the power led turned off by vibration caused by button operation. The fse recommended the replacement of the power switch overlay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.